Manufacturer narrative:
(B)(4). The complaint device was not returned by the customer; therefore, no product analysis could be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-05063 and 2134265-2017-04910. It was reported that automatic pullback failure occurred. A 100v ilab ultrasound imaging system version 1.3 was used in conjunction with a coronary imaging catheter and a pullback sled to view the lesion. During system start up, the physician attempted to switch on the system but noticed that ilab ultrasound imaging device would not start up. The imaging monitor and the touch screen control panel screens shutdown. Hence, when the ilab ultrasound imaging system was rebooted; by switching it on and off, the imaging monitor and the control panel restored its function. Moreover, during imaging, error 130 ( a high voltage (hv) monitor error) occurred. Thus, automatic pullback failed. No patient complications were reported.